Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the tube that runs across the bed is broken for the side rails on.